Manufacturer narrative:
The results of this investigation concluded all three cusps were fibrotically thickened with nodular calcifications. Fibrous pannus ingrowth was found on the inflow surface of each cusp. A perforation was observed in cusp 2, and tearing was observed along the free edge of each cusp. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcifications, pannus, fibrin, cusp perforation and tearing was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Since the lot and serial numbers were unavailable, the gtin and manufacturing location have not been verified.

Event description:
A 23mm epic aortic valve that was implanted on (B)(6) 2009 was explanted on (B)(6) 2015. The tte revealed calcified and restricted cusps, a peak gradient of 110mmhg and preserved lvef of 70%. A 25mm non-sjm valve was implanted and the patient is recovering.